Event description:
The customer reported the system intermittently failed to produce xray. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The pcbb355 was replaced. The system was then found to be working as intended.